Manufacturer narrative:
As per the keto-diastix user guide, "normal urine specimens ordinarily yield negative results with this reagent. Detectable levels of ketone may occur in urine during physiological stress conditions such as fasting, pregnancy and frequent strenuous exercise. In ketoacidosis, starvation, or other abnormalities of carbohydrate or lipid metabolism, ketones may appear in urine in large amounts before serum ketone is elevated." Additionally, the limitations section of the user guide indicates "as with all laboratory tests, definitive diagnostic or therapeutic decisions should not be based on any single result or method. Keto-diastix results should never be used as the sole basis for adjusting insulin dosage." The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate reported that the customer received a negative result for ketones with the keto-diastix reagent strips. The customer normally takes 26 units of insulin at night and 37 units of insulin in the morning. The customer's blood sugar levels rose to over 600 mg/dl, so he attempted to perform a test with the keto-diastix and received a negative result for ketones. The customer was vomiting, sleepy and lightheaded. The advocate stated that the customer was unable to medicate as the keto-diastix gave him negative result for ketones. The customer was hospitalized. Another test was attempted from the keto-diastix reagent strips in the hospital, which also gave a negative reading, so the blood test was performed. The tests run and the readings obtained in hospital were unknown. The advocate gave 40 units of insulin to the customer. The advocate refused to return the reagent strips for evaluation.